Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was report that an occlusion alarm occurred. The customer went to the emergency room and subsequently admitted to the hospital¿s intensive care unit (ICU) with a blood glucose level of 450 mg/dl with high ketones that were not considered life threatening. The customer was treated intravenously with fluids of saline and insulin in the ICU. Customer was released from ICU on (B)(6) 2022 on same day with issue resolved and no permanent damage. Systems check with tandem technical support verified the pump was functioning as intended.